Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 16-aug-2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported "a patient whose tube ruptured," resulted in a piece of tubing being left in the patient upon removal. The clinicians believe some of the clotting issues may be attributed to medications with high viscosity, such as magnesium oxide, being pushed through the smaller sized tubes." There was no reported injury.